Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen 224.52 mcg/day (12.02 mcg/bolus), clonidine 224.52 ug/day (12.02 ug/bolus), bupivacaine 13.471 mg/day (.721 mg/bolus), and morphine 22.452 mg/day (1.202 mg/bolus) intrathecal therapy via an implanted pump. The brand of baclofen and lot number were unknown. The pump's indication for use (IFU) was listed as non-malignant pain and chronic low back pain. The patient's medical history and concomitant medications were unknown. The patient was due for a pump refill on (B)(6) 2015 and wasn¿t able to get his pump refilled because his healthcare provider (hcp) was arrested and under investigation. He was unable to find a new managing hcp. The pump started alarming from missing the refill (date unknown) and couldn't¿t drive to the store. The patient was also taking morphine and baclofen orally as well as two other oral medications he couldn¿t think of the names. The patient was now out of everything that was due to be refilled. The patient started having withdrawal symptoms in the month of (B)(6) 2015. The patient had been throwing up for so long and didn¿t know what date it started. He was losing his voice, ¿not in a good place with pain¿, experiencing tingling and parasthesia like pin needle pricks, and itching (but itched all the time). He didn¿t have a rash since (B)(6) 2015 after the missed refill but didn¿t know the date. T he patient had spasms since his surgery in 2010 but they had been well controlled until recently. On (B)(6) 2015, the patient went to the hospital. After sitting for three hours, there was nothing they could do and he wasn¿t treated with anything (no oral medications) and was sent home and instructed to follow-up with his primary care physician (pcp). Starting on (B)(6) 2015, over the last three days, the spasms had gotten worse. On (B)(6) 2015, the patient wasn¿t doing well and patient threw up and felt like he was getting dehydrated. The patient had called his pcp so many times that she won¿t return his calls and the pcp did not do any pain management. The patient¿s personal therapy manager (ptm) screen showed the refill date as (B)(6) 2015 and prior refill date of (B)(6) 2015. Follow up options were discussed. Later, on (B)(6) 2015, the patient called with his insurance company provider on the phone. The patient indicated his lungs felt heavy. The patient had not followed up with the pcp or the hospital yet although there was an option with a physician that could see the patient in the second week in (B)(6). The insurance agent indicated she was making calls and putting in requests for possible insurance reimbursement. If additional information is received, a follow up report will be sent.